Event description:
It was reported that the device displayed all three icons (attention, charge-pak and service), and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to process residue from integrated circuit chip, designator u16 from the digital pcb assembly. The process residue caused a current leakage, which depleted the internal hlc batteries. The customer received a replacement device.